Event description:
It was reported that during a shoulder arthroscopy procedure, the patient's arm began to jump, as if a nerve was hit, when the cutting feature of the probe was utilized. A replacement probe was used with the same result. Further, a burning smell was noticed. The crossfire console was identified as the source of the smell and was replaced with another unit. The replacement unit allowed the probe to work normally. The procedure was delayed for a total of 10 minutes and at this time, the patient is not believed to be adversely affected.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure the patient's arm began to jump, as if a nerve was hit, when the cutting feature of the probe was utilized. A replacement probe was used with the same result. Further, a burning smell was noticed. The crossfire console was identified as the source of the smell and was replaced with another unit. The replacement unit allowed the probe to work normally. The procedure was delayed for a total of 10 minutes and at this time the patient is not believed to be adversely affected.

Manufacturer narrative:
The product was physically returned and repaired before an engineer was able to perform a full evaluation. Therefore, the reported failure mode could not be confirmed. Based on the repair diagnostics, the unit had a damaged component and the power board was replaced. Past complaints involving this product and this reported failure, have been primarily caused by a power board failure due to burnt component(s). In sum, the product was returned and repaired but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.